Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total cystectomy surgery, while reconstructing the intestine, the stapler was loaded with a new (second) reload, but the device did not fire. A new stapler (handle) with its own reload was used to resolve the issue and completethe anastomosis. There was no patient injury.